Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient is completely fine. The patient¿s mother stated that they got very nervous since they just had surgery, but the equipment connected, and they are fine. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep called, they stated the patient was (B)(6) years old and had their first day of school the day of the report. The patient's mom told the rep that the patient was part of a science experiment where the children were passing electric current through their hands and the patient was at the end of the chain of kids. The patient's hair stood up and since this they reported feeling weird. This was reported as a sudden change in therapy/symptoms. The caller stated the mom was now trying to connect to the ins via the handset and they were getting a message to reconnect, the caller did not know exactly what the message was. The rep was going to follow-up with the patient's mother. No further complications were reported or anticipated.